Event description:
It was reported that (2) tr45w and (2) tsw45 device were used during a laparoscopically assisted vaginal hysterectomy procedure. It was reported by the rep that surgoen fired a new tsw45 during a laparoscopically assisted vaginal hysterectomy. The suregon handed the instruments to the surgical tech to reload. The surgical tech accepted the tr45w from the circulator and loaded the new reload into the tsw45. After snapping the reload into the instrument with her fingers, the surgical tech and circulator noticed that the rear staples in the reload had advanced forward. The circulator then gave the surgical scrub two add'l tr45w and the tech loaded them into the same tsw45 with the same result. At that time, a new tsw45 was opened and fired. This tsw45 was reloaded to finish the procedure with no problems. There was no consequence to the pt.